Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, normal delivery (live child) and degenerative bone disease. Previously administered products included for an unreported indication: xulane from 2000 to 2003. In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ left and right sides and tummy pain"), back pain ("back pain") and pain in extremity ("legs pain"), 6 months 14 days after insertion of essure. In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and rash ("light skin rashes around abdomen"). The patient was treated with surgery (hysterectomy (partial)/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, abdominal pain, back pain and pain in extremity had resolved and the urinary tract infection, headache, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement : 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: bilateral tubal occlusion status post essure sterilization. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, normal delivery (live child) and degenerative bone disease. Previously administered products included for an unreported indication: xulane from 2000 to 2003. In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ left and right sides and tummy pain"), back pain ("back pain") and pain in extremity ("legs pain"), 6 months 14 days after insertion of essure. In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and rash ("light skin rashes around abdomen"). The patient was treated with surgery (hysterectomy (partial)/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, abdominal pain, back pain and pain in extremity had resolved and the urinary tract infection, headache, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement : 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: bilateral tubal occlusion status post essure sterilization.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : patient's demographic details were updated. Product indication added. Other hcp added. Suspect drug implant date updated from: (B)(6) 2009 to (B)(6) 2008. Essure lot number added. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, light skin rashes around abdomen, migraines, headaches,, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss, abdominal pain, back pain and legs pain. Event onset date were added. Event outcome added for pain, abdominal pain, back pain, legs pain, abnormal bleeding (vaginal), menorrhagia, light skin rashes around abdomen and migraines. Historical drug added. Medical history added. Lab data added. Event clubbed: abdominal pain/ left and right sides and tummy pain. Event severity added for abdominal pain/ left and right sides and tummy pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.